Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent an unspecified breast surgery with an unspecified mentor saline breast prosthesis (left device) and a mentor siltex round moderate profile 425cc saline breast prosthesis (right device) developed pain in her left breast and capsular contracture (baker grade unknown) in her right breast post implantation. Additionally, both mammogram and ultrasound results indicate that the patient¿s left breast prosthesis had deflated. As a result, the patient underwent unilateral explantation and replacement of the left device with an unspecified mentor saline breast prosthesis on (B)(6) 2022. At the time of this report, mentor has received no information regarding explantation or an expected explantation date for the right breast prosthesis. This medwatch report is for the patient¿s right breast prosthesis.

Manufacturer narrative:
On 16-may-2022, mentor received additional information about the event. The patient had both of her breast prostheses removed and they were replaced with mentor smooth round moderate plus profile 650cc saline breast prostheses on 14-apr-2022. Reason for device explant and/or reoperation: left breast prosthesis deflation, right breast capsular contracture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 22-apr-2022, mentor received additional information about the event. The capsular contracture in the patient¿s right breast is baker grade IV. Manufacturer¿s reference number: (B)(4).